Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of downstream occlusion confirmed through occlusion testing. Upon further investigation found the lcd lens damaged. Replaced lcd lens and expulsor, valves, and camshafts. Performed dso/uso sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device is unable to build pressure during downstream occlusion test. Rs. The status of the product at time of event was during testing.